Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Event occurred on an unknown date in 2021. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an anterior/posterior lumbar fusion procedure, , one (1) viper universal poly driver was broken, and two (2) t20 driver shafts were stripped. The surgeon was placing unknown screws in the patient when two (2) poly screwdriver shafts tips broke off. He then attempted to use the viper2 t20 hexlobe driver and t20 screwdriver shaft which both stripped. He advanced using the viper universal poly driver and the tip of the driver was found to be broken on the back table after it was taken out. There were no fragments generated. There was no patient consequence or surgical delay. The procedure was successfully completed. This report is for one (1) t20 screwdriver shaft. This is report 3 of 5 for (B)(4).